Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aorta was extremely diseased and described as "paper-like." It was reported that the aneurx stent graft was successfully deployed and then ballooned with a reliant balloon placed entirely inside the stent graft. Although ballooning was not aggressive, the aorta ruptured; the physician elected to remove the stent graft and convert the patient with a surgical graft. The physician commented that the event was unrelated to the aneurx device or its performance. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: arterial trauma/dissection/perforation. Extremely diseased aorta.